Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) was unable to pass incoming functional testing. There is no indication at this time that the malfunction caused or contributed to the patient's passing.